Manufacturer narrative:
Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician reported that the patient had high, out of range impedances on the left and right inss. The patient was programmed on c-2 on one side. No symptoms were reported. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders. Out of range impedances (ohms) left ins: c/0 = 2082, c/1 = 2025. Right ins: c/0 = 3637, c/1 = 2926, c/3 = 2995, 0/1 = 5282, 0/2 = 4054. Refer to manufacturer report #3004209178-2017-18157 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported no troubleshooting was performed as the patient cannot have an MRI. No actions were taken to resolve the issue as their programmed contacts were in range. The cause of the issue was unknown.